Manufacturer narrative:
Additional narrative: correction: the aware date was reported as (B)(6)2017 in the initial report and has been updated to (B)(6)2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device knurled knob would not rotate to the safety position and exceeded the operational temperature specifications. It was also observed that the drive shaft and the lock cylinder were corroded preventing the knurled knob from rotating, the pawls were damaged because the lock cylinder was corroded and stuck to the drive shaft causing the device to exceed the operation temperature specification (20 degrees above ambient). It was determined that the device showed signs indicative of damage caused by improper cleaning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery set-up, it was observed that the motor device was broken and not working. During in-house engineering evaluation, it was determined that the device exceeded the operational temperature specifications. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.